Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, main head part crack and cable part scratch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction of the cable resulted in failure of the image function resulting in no images . The root cause of why the cable was faulty could not be determined. In addition, flooding of the cable was also observed. Olympus will continue to monitor field performance for this device.